Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2018 during which the surgeon noted upon visualizing the mesh, he notes there was a segment of small bowel stuck to the mesh causing obstruction. It took over one hour to lyse the adhesions form the mesh, resulting in a resection of the bowel. It was reported that at an appointment on (B)(6) 2021, the patient¿s doctor noted mesh could be felt immediately below the skin, including knots, indicating a chronic wound due to infected mesh. He opined mesh removal would be necessary to alleviate the symptoms but not recommended due to the major undertaking unless the wound became septic. It was reported that the patient experienced an unknown adverse event. No additional information was provided.